Manufacturer narrative:
(B)(4).

Event description:
The patient was at a cardiac clinic after having a holter monitor placed, noting that since the holter monitor was put on her, she has felt a pain, like an injection or pinch where the implantable neurostimulator (ins) was located. The patient thought the holter monitor was interfering with the ins. The patient had turned stimulation off today, (B)(6) 2016, at 12:00. The holter monitor had been placed at 12:30, noting that it had been happening on and off since then. Since 12:00, when stimulation was turned off, her right arm and wrist hurt, but she had not taken medicine, and so was dealing with the pain. The clinic manager then added that a holter monitor was a monitoring device and did not have any emissions, and that the patient's ins did not have to be off for the holter monitor. The clinic manager also reported that the patient was stating that when she put the holter monitor anywhere near the ins, pain was felt in the hip. They were going to discontinue the holter monitor and follow up with the patient's physician. Indication for use included non-malignant pain and complex regional pain syndrome type ii. Follow-up was performed to determine what steps were taken to resolve the reported event. This event will be updated if additional information is received.